Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an unspecified procedure, the 2.5x18mm xience xpedition proximal shaft separated and was removed without reported issue. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.